Event description:
Info rec'd indicates the left siderail latch bolt was missing and end tubes were broken preventing the siderail from latching.

Manufacturer narrative:
The technician installed a new siderail latch bolt and end tubes and the siderail functioned properly.